Manufacturer narrative:
Evaluation results: a visual inspection of the ipg did not reveal any discrepancies. Attempts to communicate with the ipg using the wdl utility failed. Analysis confirmed the battery voltage was below the minimum to sustain communication and stimulation. The device was attached to an external supply source of 3.65v and subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed. An accurate longevity estimate could not be performed as the programming history was not provided. The observation in the field of a communication issue was the result of a depleted ipg battery. The root cause of the battery depletion was not ascertained as an accurate longevity could not be performed. The programming history was not provided. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient((B)(6)) experienced pain around her scs ipg pocket site without stimulation. It was also reported the patient's scs ipg became inoperable(communication error was received). As a result, the device was explanted and replaced which resolved the communication issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.